Event description:
Customer reported the system would not save images. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the md16 assembly. System operates as intended.